Event description:
(B)(4) - after an implantation time of approx. 36 months premature eri was reported. Furthermore, a suspected twiddler syndrome was reported. The ICD and lead were explanted and returned to biotronik for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
The lead and the ICD under complaint were returned and subjected to an extensive analysis. Upon receipt, the lead was found cut in two fragments at approximately 24.5 cm distal to the is-1 connector pin. The visual inspection of the lead fragments revealed that the distal part of the lead was pulled out of the ring electrode. Based on the characteristics of this damage and the complaint description, the damage resulted most likely from tensile forces during the twiddling of the lead. There was no indication of a material or manufacturing problem. The ICD was interrogated revealing the battery status eos. The eos status was detected on (B)(6) 2016, which was followed by an automatically triggered home monitoring notification to inform the user about the occurred eos status. The device was implanted for over 36 months and a number of 13 charging cycles was documented. The current consumption of the device in the eos state was tested and found to be normal and as expected. However, an inconsistency of current consumption and battery voltage was noted. Therefore, the ICD was opened to inspect the inner assembly and to check the functionality of the electronic module. Visually no deficiencies were observed. The current consumption and the battery voltage were directly measured. Thereby a depleted battery could be confirmed. However, the measurement of the current consumption of the electrical module was found to be as expected. In a next step, the electronic module was attached to an external power supply. The eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached and the current consumption during the test was normal. In a further electrical analysis an intermittent elevated current consumption of the electronic module was identified, which could be narrowed down to an integrated circuit. The intermittent elevated current consumption led to a premature depletion of the battery. The manufacturing records and quality documents for this device were re-investigated. No anomalies were documented during the device manufacturing. In particular during the final acceptance test no abnormality in the current consumption of the device was observed. Based on this analysis it cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields, might have contributed to the clinical observation.